Event description:
Pt experienced elevated blood glucose and large ketones. Blood glucose levels responding to pt initiated action but physician recommended visit to emergency room. Went to emergency room for possible treatment. No treatment given at emergency room. Blood and urine samples drawn. Pump not returned for eval.